Event description:
According to the available information, foley balloon found to be leaking after inserted, requiring replacement. Mitrofanoff insitu, stopped draining for a few hours today, tried to irrigate as per order, was able to instil 30ml of ns but unable to pull back. Md notified and was up to assess. After troubleshooting, bedside ultrasound was done and it was noted that the balloon had deflated and the catheter was pulling out. Md reinflated balloon with 8ml after pushing catheter back in place. Irrigated around 1600, 30ml in and only 5ml out, md notified again and up to assess and another bedside ultrasound was done, balloon still inflated. After the md inflated the balloon with 8ml it was noted there was some leaking at the inflation port of the foley catheter was leaking. When md replaced mitrofanoff wed may 6 it was noted that only 4ml was in balloon when deflated to remove the previous catheter.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.